Manufacturer narrative:
A mz1000 br product was not available for investigation of pr (B)(4); however, in this instance customer provided lot number was incorrect. The feedback provided by the customer states that, " clave showing obstruction". No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation; however, in this instance customer provided lot number was incorrect and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode.

Event description:
It was reported that clave showing obstruction.